Event description:
The domestic manufacturer's evaluation department determined the 3rd and 4th connector pins that are a part of the blood glucose inform system were melted. The initial report stated there was a green colored oxidation on the system's pin area. No actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.